Event description:
It was reported that one month after inflatable penile prosthesis (ipp) implant procedure the patient is experiencing stabbing pain at the tip of the penis when the device is inflated. The skin of penis is always sensitive, and the pumps sits high in scrotum at base of penis causing pain and sensitivity. The patient also stated that de ipp remains partially inflated all the time and cannot deflate it to a completely natural flaccid state. On occasion, during sleep the patient wakes up and noticed that the device auto-inflated. The patient stated that he is unhappy with girth after the implant surgery. The physician told him that the pain and sensitivity should subside, and the patient feels they seem to be subsiding. The doctor also recommended to pulling down on his pump, but he states that it feels stuck in place and is immobile. The patient has a further appointment to re-assess the symptoms and no further information was provided.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.